Event description:
A falsely elevated ctni result of 1.44 ng/ml was obtained on one patient and reported. The next ctni result drawn 3 hours later was <0.04 ng/ml. The laboratory questioned the result and re-ran the first sample and obtained a ctni result of <0.04 ng/ml. There was no report of adverse health consequences as a result of the reported falsely elevated ctni results. The most likely cause of the elevated ctni result was contamination of the reagents by the reagent probe due to a contaminated drain.

Manufacturer narrative:
The most likely cause of the elevated ctni result was contaminated reagents. If the reagent probe is not washed properly due to a contaminated drain, there can be contamination of the reagents by the reagent probe. This can be caused by inadequate reagent probe wash. The dimension operator's manual instructs the operator to change the reagent probe wash bottle when it is depleted to prevent drain contamination.